Event description:
It was reported that during an attempt at device interrogation, the merlin programmer froze mid-interrogation, and the pacemaker entered backup mode during re-interrogation. There was no patient involvement.